Event description:
After an implantation time of 67 months, it was reported that a suspected lead defect was noted during a device exchange. The lead was explanted and returned . No deterioration of the patients state of health was reported.

Manufacturer narrative:
The returned atrial lead was thoroughly analyzed. During the analysis, the lead properties were checked visually and electrically. About 19 cm distal of the is-1 connector pin, there is a slight deformation of the outer helix due to a tightly bound ligature, and about 17 cm distal of the connector pin, the outer insulation is constricted by a ligature thread tied directly on the lead body. The insulation remains intact. The cuts in the pur sheathing in the proximal area are probably due to the extraction process of the lead. There were no indications of material defects or manufacturing errors.